Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. The customer tried to bolus and the insulin pump alarmed another no delivery. Customer's blood glucose level was 312 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.